Manufacturer narrative:
Analysis: the sample was discarded at the user facility; therefore, an evaluation is unable to be performed. A lot history review revealed this is the only complaint associated with material rupture for this lot. A device history record (DHR) was reviewed for this device. A review of the manufacturing record show the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. There was nothing found to indicate there was a manufacturing related cause for this event. Although requested, additional event details were unavailable. Thus, a definitive root cause could not be determined based on the information provided. It is unknown if patient and/or procedural issues contributed to the reported event. If additional information is received, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured while treating a non calcified target lesion in the superficial femoral artery (sfa). The health care professional (hcp) retracted the lutonix dcb through the introducer sheath without issues. The hcp used a new balloon, which was prepped in the normal fashion, and used to complete the patient's procedure. Although requested, additional event details were unavailable. The lutonix dcb was discarded by the user facility and is not available for evaluation. No adverse patient outcomes were reported.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured while treating a non-calcified target lesion in the superficial femoral artery (sfa). The health care professional (hcp) gained patient access through a contralateral approach. The hcp prepared the target lesion with atherectomy, followed by predilation. The hcp determined the target lesion preparation was very successful. The lutonix dcb was allegedly used to treat the target lesion, but as the hcp attempted to inflate the balloon, it would not inflate. The hcp retracted the lutonix dcb through the introducer sheath without issues. The hcp used a new balloon, which was prepared in the normal fashion, and used to complete the patient's procedure. The hcp believes the anatomy and calcification is not related to the rupture, since the target lesion preparation was very successful. The lutonix dcb was discarded by the user facility and is not available for evaluation. No adverse patient outcomes were reported.

Manufacturer narrative:
Event date was added to (B)(6) 2018. The event description was changed from "it was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured while treating a non calcified target lesion in the superficial femoral artery (sfa). The health care professional (hcp) retracted the lutonix dcb through the introducer sheath without issues. The hcp used a new balloon, which was prepped in the normal fashion, and used to complete the patient's procedure. Although requested, additional event details were unavailable. The lutonix dcb was discarded by the user facility and is not available for evaluation. No adverse patient outcomes were reported." To "it was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured while treating a non-calcified target lesion in the superficial femoral artery (sfa). The health care professional (hcp) gained patient access through a contralateral approach. The hcp prepared the target lesion with atherectomy, followed by predilation. The hcp determined the target lesion preparation was very successful. The lutonix dcb was allegedly used to treat the target lesion, but as the hcp attempted to inflate the balloon, it would not inflate. The hcp retracted the lutonix dcb through the introducer sheath without issues. The hcp used a new balloon, which was prepared in the normal fashion, and used to complete the patient's procedure. The hcp believes the anatomy and calcification is not related to the rupture, since the target lesion preparation was very successful. The lutonix dcb was discarded by the user facility and is not available for evaluation. No adverse patient outcomes were reported." Analysis: the sample was discarded at the user facility; therefore, an evaluation is unable to be performed. A lot history review revealed this is the only complaint associated with material rupture for this lot. A device history record (DHR) was reviewed for this device. A review of the manufacturing record show the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. There was nothing found to indicate there was a manufacturing related cause for this event. The hcp believes the anatomy and calcification is not related to the rupture, since the target lesion preparation was very successful. Thus, a definitive root cause could not be determined based on the information provided. It is unknown if patient and/or procedural issues contributed to the reported event. If additional information is received, a supplement report will be submitted with all relevant information.